Event description:
It was reported by service report that the bed is locked out. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: stuck button cause loss of motor function.